Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational finding: one month after ending eleven months treatment with anticoagulation the patient developed a clot in iliac and the physician believed it was caused by the tulip filter implanted 16 years ago. No imaging was obtained and based on the very limited information provided only it would be inappropriate to speculate at what may or may not have caused the clot in iliac one month after receiving anticoagulation and if the implanted filter had had any impact. The IFU provided with tulip filters specify that the filter is indicated for prevention of pe in patients with contraindication to anticoagulation or high risk of complication from anticoagulation. However, ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. However, it is noted that the patient asked for a medical appointment, thus assuming he has been in contact with relevant health professional. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: male, (B)(6) of age, has a cava filter gunther tulip implanted for 16 years in the inferior cava vein (product implanted in USA). Last year, four days after a hernia procedure, the patient had a cloth in inferior cava vein area, and the doctors thought it was caused by the procedure. The patient was treated for 11 months with anticloth medications, and a month after the treatment was removed, he has developed, again, another cloth in the iliacs. Patient outcome: the physicians cannot treat the patient any further. This patient is asking to be advised on a clinic where the doctors are familiar with the products so he can be treated.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: engineering manager. Similar to device marketed under PMA/510(k): k172557. Investigation is still in progress.